Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of error code 210.6041 was not confirmed but confirmed through the error logs. During internal inspection a damaged bezel harness was found. Received on 03-nov-2025, lvp device was received unboxed and with paperwork. Error code 210.6040 was found in the error logs. Internal inspection revealed a damaged bezel harness causing error to occur. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the bezel assembly. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 210.6041. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 210.6041. There was no patient involvement.